Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump¿s button had harder to press and harder to get them to work. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump had two large deep scratches on the screen and using batteries every one to two weeks. The insulin pump will not be returned for analysis.